Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to power on. Upon troubleshooting, fse found that the pdu (power distribution unit) dual switch module and the hand-switch were damaged during a flex spot upgrade on the system. To resolve the issue, fse replaced the broken power supply and hand switch. The defective pdu dual switch module was returned to philips for failure analysis and the cause of the failure was found to be a loose and- or broken element. After replacement of the broken power supply and hand switch, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to power on. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.